Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had no bladder or bowel control. The patient stated that she noticed a change after her hip replacement surgery. The patient confirmed that she had not made any adjustments or had any reprogramming sessions. There were no further symptoms or complications reported or anticipated.